Manufacturer narrative:
Add'l info will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated in incident description form 2009-(B)(6): after a shower the pt was attached to the lift in the sling and lifted. At this time the pt bumped his knee into the sling clip causing it to disengage from the clip pin. This caused the pt to slide out of the sling onto the floor. Injuries unk but the pt went to the emergency room. An arjohuntleigh investigator has examined the device and found that the unit appears to be new with no paint chips, scratches or dents. Sling is in good condition with no rips, tears or thread deterioration. Clips slide into position on the left attachment points with some resistance and slide out the same. There are no defects to the lift or sling that would indicate the unit failure. (B)(4).